Event description:
It was reported that in 1999 during the delivery process a large needle (3cm) broke in the process of suturing the vaginal wall. The patient required diagnostic procedures to determine the location of the needle and subsequent surgery to remove it.